Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the calibration was first successful, however, after they placed the capsule on a patient receiver there was a capsule mismatch and the recorder failed to recognize the capsule. The customer stated that there was no other capsule in the room and that they only had one procedure for that day. There was no patient or user injury; however, a repeat procedure was necessary.